Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was cracked and the bolus button was inoperable; the bolus button slug was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the bolus button was inoperable. This report is made based on results of investigation completed on (B)(6) 2017.